Manufacturer narrative:
Exact date unknown, event occurred in september 2023.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a decrease in efficacy of their stimulation prior to the primary cell implantable pulse generator (ipg) having reached its end of life (eol) state. The eol message was received on the remote control. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The exact date of the procedure was unable to be obtained. There were no reported patient complications postoperatively.